Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pods cannula was already out before it got to the skin indicating a needle mechanism failure. The needle did not go into the skin.